Event description:
Per the audiologist, the patient experienced no output after reportedly hitting his head. An integrity test done in 2009 indicated the device was not functioning within specifications. Explant and reimplantation is planned, but had not been scheduled as of the date of this report.